Event description:
The customer reported the plug in the rear of the unit sparked. The customer reported there was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. (B)(4).